Manufacturer narrative:
Device is being held for evaluation after the cause of the fire has been determined. A follow-up report will be sent once the fire cause has been determined and the device can be evaluated.

Event description:
Received notification of a fire damaging 2 condominiums and a woman's death. The woman had an oxygen concentrator in her condo and at this time is unknown if it's related to the fire. The fire is being investigated by the local fire marshal.